Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would intermittently disappear and a message "attach video cable" would appear on screen. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on august 08, 2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, six (6) years and eight (8) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
A replacement device was provided to the customer and the reported glidescope avl video baton 3-4 was returned to verathon for evaluation along with their glidescope video monitor (gvm). A verathon technical service representative evaluated the returned devices and confirmed the reported image issue for the video baton. When connecting the customer's video baton to their gvm monitor, it produced no image. When connecting the customer's video baton to known, good, test verathon equipment, it produced horizontal green lines across the top of the display. The camera image quality test was performed for the video baton and failed. The customer's gvm monitor passed visual inspection and functionality testing with no failures found. The camera image quality test was performed for the gvm monitor and passed. Upon completion of the evaluation, both devices were scrapped as they had already been replaced as trade-ins. Corrective action is not required at this time. Verathon will continue to monitor for trends.